Manufacturer narrative:
Updated investigation results in addition, a review of the review of complaint history, and device history record was conducted during the investigation. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Based on the additional information provided, no product returned and the results of our investigation, a definitive root cause could not be determined.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a redo single lumen tpn catheter " broke down because of traction." No further event or patient details were provided. There is no indication of any adverse patient consequence. The circumstances and handling conditions leading to the event were not provided. Multiple attempts were made for additional information; no additional information was provided as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: warnings: ¿silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow¿. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.